Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged and damaged and bent cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for less than an hour. The pod was reportedly leaking and fell off the patient's arm, causing cannula to dislodge. The pod's cannula was found bent and torn. As treatment a new pod was placed.